Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Describe any patient harm, injury, complication, or negative outcome that occurred as a result of the event. ¿ employee was injured via needlestick and exposed to a patient¿s blood and bodily fluid. Other employees reported the safety fell off.

Manufacturer narrative:
(B)(4) follow-up report for correction. Annex e code updated to e2010 - needle stick/puncture. Annex f code updated to f11 - non-serious injury/illness/impairment.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 25x1 rb safety shield broke off. The following information was provided by the initial reporter: material # 305761 batch # 4361973 verbatim: per report: the employee who was working in a flu drive at the **** in temple on (B)(6) told me that when she activated the safety on the needle, the needle went through the cap. She said about 20 minutes later, another staff member using needles from the same lot# also had a similar incident; and 2 other staff members had the safety fall off completely. ------------------------------------- customer responded on 14-oct 1 .please share the material & lot number associated with reported issue - bd eclipse needle 25 x 1in lot # 4361973. 2. Describe any patient harm, injury, complication, or negative outcome that occurred as a result of the event. ¿ employee was injured via needlestick and exposed to a patient¿s blood and bodily fluid. Other employees reported the safety fell off.